Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise as well as a low out of range pacing impedance measurement of less than 200 ohms. No further changes were noted and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise as well as a low out of range pacing impedance measurement of less than 200 ohms. No further changes were noted and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the rv lead was explanted and replaced. No additional adverse patient effects were reported.